Event description:
During an implant procedure, it was noted that the stylet could not be removed from the left ventricular (lv) lead, thus causing damage to the lead connector. The lead was replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection revealed that the coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, the coating, and the inner coil. As a result of this finding, abbott is performing further investigations.